Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6), 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ on a patient with a pre-existing flail and prolapsed posterior leaflet. A mitraclip xtw was inserted and deployed on the mitral valve. It was noted that the physician contemplated adding an additional clip due to prolapse. However, the steerable guide catheter (sgc) had unintentionally slipped from the left atrium to the right atrium, and lost access. The physician decided against adding another clip, as he was satisfied with the result of the procedure. The procedure was completed with one clip implanted, reducing mr to a grade of 2. It was noted that the patient felt very well after the procedure. On an unknown date in (B)(6) 2026, the patient returned with shortness of breath. A transesophageal echocardiogram (tee) was performed and revealed recurrent mr with a grade of 4+ with a central posterior mitral leaflet (pml) prolapse and new flail. It was noted that the previously implanted clip was attached to both leaflets. On (B)(6), 2026, a second the patient presented with recurrent mr with a grade of 4+ and a mean pressure gradient of 8mmhg, a second mitraclip procedure was performed, and one clip was implanted reducing mr to a grade of 2. The mean pressure gradient was reduced to 5mmhg.